Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. It was noted that the shock impedances were typically in the 90 to 100 ohms range. Boston scientific technical services (ts) therefore discussed continued monitoring for the patient. No adverse patient effects were reported. The device remains in service.